Event description:
Caller states during a proficiency test the following results were obtained on the coaguchek s system: 8.0 inr with a mean of 4.8 inr. No adverse event reported. Requested return of suspect system, however strips are unavailable for return.